Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be unexpected high ultrafiltration relative to other therapies. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:36:13. During night drain cycle one, the patient's ultrafiltration reading was 2619ml, indicating the home patient (hp) drained 2619ml more than their maximum programmed fill volume of 2000ml. No additional information is available.